Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient was diagnosed with bacterial endocarditis. An echocardiogram also  revealed that there was possible pacing lead infection. The implantable pulse generator (ipg) system explant is planned. No further patient complications have been reported as a result of this event.